Event description:
It was reported that pump screen went dark and would not turn on, while red light around pump button blinked and pump vibrated repeatedly, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to connect pump to a working power source but pump did not turn on, so technical support arranged replacement, and instructed customer to use multiple daily injections as backup.